Manufacturer narrative:
Upon review of the returned product, the instrument remained in one piece. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-10661, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The attune femur trial was found broke in central sterile.